Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported she had lost a lot of weight and it seemed like the implantable neurostimulator (ins) was right next to the skin and there was a lot of movement now. It was uncomfortable to sit on and the site became irritated. There was pain at the ins site. Relevant medical history included non-malignant pain and post-lumbar laminectomy syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information reported the patient called multiple times, left messages, and never received a call back and finally gave up. The replacement antenna worked great and the patient had no more problems.